Manufacturer narrative:
Concomitant medical products: product ID 7426, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID 3389-40, lot# j0349134v, implanted: (B)(6) 2004, product type: lead. Product ID 748240, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID 748240, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 3389-40, lot# j0349459v, implanted: (B)(6) 2004, product type: lead. Product ID 3389-40, lot# j0349134v, implanted: (B)(6) 2004, product type: lead. Product ID 748240, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID 748240, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID 3389-40, lot# j0349459v, implanted: (B)(6) 2004, product type: lead. Product ID 7426, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4).

Event description:
Additional information received reported that the patient had received assistance from their healthcare professional or manufacturing representative and their concerns were resolved. The patient had an appointment in (B)(6) 2015. The patient was still having concerns regarding their device or therapy but was working with their healthcare professional or manufacturing representative. The patient had an appointment scheduled for 6 weeks out following (B)(6).

Manufacturer narrative:
Product ID 7426, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2015 (B)(6); product type implantable neurostimulator product ID 3389-40, lot# j0349134v, implanted: 2004 (B)(6); product type lead product ID 748240, serial# (B)(4), implanted: 2004 (B)(6); product type extension product ID 748240, serial# (B)(4), implanted: 2004 (B)(6); product type extension product ID 37642, serial# (B)(4); product type programmer, patient product ID 3389-40, lot# j0349459v, implanted: 2004 (B)(6); product type lead product ID 3389-40, lot# j0349134v, implanted: 2004 (B)(6); product type lead product ID 748240, serial# (B)(4), implanted: 2004 (B)(6); product type extension product ID 748240, serial# (B)(4), implanted: 2004 (B)(6); product type extension product ID 3389-40, lot# j0349459v, implanted: 2004 (B)(6); product type lead product ID 7426, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2015 (B)(6); product type implantable neurostimulator. (B)(4).

Event description:
The consumer later reported that the patient had experienced shocking on the right side of the body but specifically in the right shoulder, arm, hip and torso in (B)(6) 2014. This had all begun in 2012. This was noted to be considered sudden in nature. It was noted that nothing was done to address the issue.

Event description:
It was reported that there was intermittent current on the patient's right side. The patient had a painful current sensation on the right side. There were no falls, accidents or traumas reported. The battery was explanted due to battery depletion and there was no allegation that it was abnormal. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was received.

Manufacturer narrative:
The implantable neurostimulator (ins) reached normal end of life; the telemetry and output were okay. The ins functioned properly throughout the duration of the test. The device was set to the parameters that it had when it was explanted, but 3.0 volts was used for the amplitude.

Manufacturer narrative:
Concomitant medical products: product ID 7426, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID 3389-40, lot# j0349134v, implanted: (B)(6) 2004, product type: lead. Product ID 748240, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID 748240, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 3389-40, lot# j0349459v, implanted: (B)(6) 2004, product type: lead. Product ID 3389-40, lot# j0349134v, implanted: (B)(6) 2004, product type: lead. Product ID 748240, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID 748240, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID 3389-40, lot# j0349459v, implanted: (B)(6) 2004, product type: lead. Product ID 7426, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.